Manufacturer narrative:
Image review: one image was received for evaluation from the customer. Per the image, a fep burn damage was observed on the heating element of the catheter. Product analysis: the closurefast device was returned within the opened shelf-box. The clf device was loosely contained within the shelf-box. No ancillary device was returned for review. The device tag lot number was consistent with the reported device. A bend was observed in the catheter heating element/coil, approximately 4.4cm proximal to the distal tip. Additional kinks were noted along the catheter shaft approximately 90.6cm and 98.3cm proximal to the distal tip. Damage was noted along the catheter heating element/coil. The had a dark discoloration and was located between 3.0cm to 6.5cm proximal to the catheter distal tip. Microscopic examination revealed bubbling of the fep consistent, with melting. A hole was noted in the fep, and a portion of the coil was exposed. The discoloration was a dark red substance which was found throughout the length of the damaged portion of the fep. The substance was consistent with dried blood. No anomalies were noted with the connector pins. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional testing; the catheter tested according to specification. The clf device was then connected to the rf g2 and rfg3 generators. The catheter passed functional testing on the generators. The device was successfully recognized by the generators when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed the cycle without an advisory message being seen. The device was run for 10 cycles with the rfg2 and rfg3 generators. During each cycle, the did not raise above 120c. The unit was subject to several additional tests such as movement in the power cable, pc board and strain relief to evaluate or discard the possibility of a wiring defect in the catheter. The catheter was able to complete every test it was put through. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter during patient treatment for the right gsv. There was no damage noted to the packaging. IFU was followed. A guidewire was not used for insertion of the catheter. It is reported the catheter carbonized and burned. Proper temperature was reached. The catheter did not catch on fire. There was no smoke/gas emitted from the device. The fep lining was noted to have no tears, rips, or bubbles. There was no warning messages noted on the rfg. The coil was not exposed. The procedure was completed with this catheter. The vein was reported to have closed. It is unknown how many segments were treated. No additional treatment was required. No patient injury reported.